Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10   the hermetic lumbar catheter, closed tip (ins5010) was returned for evaluation:  device history record (DHR) - the DHR was reviewed and no anomaly was observed during its manufacturing, packaging, and inspection processes that could be related to the reported condition.   Failure analysis - one (1) unraveled guidewire was returned for evaluation, and visual inspection of the guidewire confirmed that it was unraveled. It was evidenced that the reason for the unraveling was due to the wire¿s breakage at the distal weld, and it was also observed that the proximal (to md/surgeon) side of the wire was bent in such a way that attests that the guidewire was coiled during use. The complaint reported that ¿guidewire got stuck while trying to remove from catheter after insertion¿; therefore, it is likely that the wire was coiled around the fingers to obtain a better hold/grip of the wire during the extraction from the patient. Root cause - based on the available information and physical evidence on the returned guidewire, the root cause for the reported event is that the customer wrapped the end of the guidewire around the fingers to pull it out; therefore, causing the guidewire to break. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during vascular surgery- tevar, the hermetic lumbar catheter, closed tip (ins5010) became stuck while trying to remove from the catheter after insertion despite appropriate irrigating/lubrication. The guidewire sheared upon exit causing damage to the lumbar catheter, so the damaged area on the distal end was cut to maintain placement and the ability to attach to drainage device. The lumbar catheter was still able to drain, but this complication led to a lengthy insertion time, causing a delayed surgical start. Despite the patient arriving on time for the procedure, there was approximately a 50-minute delay attributed to drain-related issues. There was no patient injury.